Event description:
A flexi seal fecal management device was needed for a pt. After inserting the product into the rectum, it was discovered that the balloon port for inflation had fallen off of the device. The device was removed from the pt and another device was pulled from stock. The second device was checked before insertion and found to have the same defect with the balloon port falling off of the device. A third device was pulled from stock and was found to be okay and used successfully on the pt.